Event description:
It was reported that the patient experienced a loss of efficacy unrelated to stimulation therapy; the patient had a return of symptoms. Impedance values measured were: c0 = 8971, c1 = 1089, c2 = 1972, and c3 = 2029 ohms. The patient was programmed to c+ , 0- , 1-. The patient's therapy measurement readings at initial programming were 916 ohms and 6.5 milliamperes; her current therapy measurement was at 982 ohms and 2.734 milliamperes. It was noted that electrode 0 (c0) was not intact, and another pair needed to be programmed. No trauma was noted. Additional information received reported that an x-ray was performed on (B)(6) 2012; the physician was unsure of findings; the cause of high impedances was not determined. The 0 contact's high impedance did not resolve, but all other contacts were ok. The device was reprogrammed successfully the same day using other contact options. Follow-up programming was scheduled for the future.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: (B)(4). Product type: programmer, patient: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID: 3387s-40, lot#: v875210, implanted: (B)(6) 2012. Product type: lead. (B)(4).